Event description:
Nurse was in the process of changing the flow rate of the infusion when the pump read "communication error" the screen turned red and shut down. Dose or amount: d5ns 75 ml/hr, frequency: continuous, route: IV. Dates of use: (B)(6) 2014. Diagnosis or reason for use: dehydration.